Manufacturer narrative:
The device has not been returned to the MFR as of the date of this report. This report will be updated when the product is received and the evaluation is complete.

Event description:
It was reported that during an open heart surgery the saw started on its own when the battery was attached. This occurred away from the surgery site and the procedure was completed successfully with a back up saw. There were no delays to the procedure and no adverse consequences.